Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The lancet wings were damaged. The lot number reported by the customer does not follow any of the naming conventions of our manufacturer, but the customer did not provide the packaging so identification of the true lot number was not possible.

Event description:
Caller states two coaguchek lancets were missing the protective caps. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.